Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 14. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.